Event description:
Straight argon plasma coagulation (apc) catheter was plugged into erbe for use. Patient was appropriately grounded and machine had signaled 'green' that connection was good. Physician indicated to select 'apc small bowel' setting option on machine. Setting would not display appropriately and an error message was displayed across the screen that read "minor deviation from the system parameters. If the display shows this advice repeatedly, please inform technical service." Erbe was switched out for new machine and same error message displayed. Straight apc catheter was replaced and error message disappeared and product was able to be used without issue. Faulty product put aside.